Event description:
The nicu rn noticed that the vapotherm was not making the usual noise from air/o2 rushing thru the infant's nostrils. The rn noticed that there was no flow coming from the vapotherm. Respiratory therapist (rt) was contacted. Rt checked the vapotherm and there was no alarm and vapotherm appeared to be working it showed the flow, oxygen and temperature on screen but no flow was being delivered to the pt. The electrical outlet was plugged in and machine was connected properly. The vapotherm malfunctioned and was replaced. The pco2 was 29 mmhg. The pt's vital signs were within normal limits and o2 saturation was at 100%. The pt was stable at all times. Another follow up abg was drawn and was within normal limits.